Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The lead was returned in two segments, severed approximately 7.5 centimeters from the terminal end during extraction. The extraction stylet was stuck in the distal segment. Testing was completed to assess lead electrical performance and measurements were within normal limits. An x-ray showed no issues with the conductors. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this patient was at a venogram procedure and it was observed that this right ventricular (rv) lead has exhibited high pace impedance measurements in the 1600 ohm range. The current impedance measurement was noted to be 1800 ohms. It was indicated that the lead exhibited a pace impedance measurement of 1816 ohms at implant in 2008. The rv threshold was noted to be stable, the sensing was has gone up to 25 millivolts on occasion and no oversensing is observed. Boston scientific technical services (ts) provided the specification range for this lead as 600 ohms to 1500 ohms, so the observed measurements are considered high out of range. Ts indicated that this impedance may be normal for this particular patient and provided guidance to the boston scientific representative to check the impedance measurement in the unipolar configuration. The rv lead was subsequently explanted and replaced. As part of the replacement procedure documentation, it was indicated that this rv lead also exhibited noise and oversensing with no pacing inhibition observed. No additional adverse patient effects were reported.

Manufacturer narrative:
Information indicates this lead is currently in the possession of a boston scientific representative. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient was at a venogram procedure and it was observed that this right ventricular (rv) lead has exhibited high pace impedance measurements in the 1600 ohm range. The current impedance measurement was noted to be 1800 ohms. It was indicated that the lead exhibited a pace impedance measurement of 1816 ohms at implant in 2008. The rv threshold was noted to be stable, the sensing was has gone up to 25 millivolts on occasion and no oversensing is observed. Boston scientific technical services (ts) provided the specification range for this lead as 600 ohms to 1500 ohms, so the observed measurements are considered high out of range. Ts indicated that this impedance may be normal for this particular patient and provided guidance to the boston scientific representative to check the impedance measurement in the unipolar configuration. The rv lead was subsequently explanted and replaced. As part of the replacement procedure documentation, it was indicated that this rv lead also exhibited noise and oversensing with no pacing inhibition observed. No additional adverse patient effects were reported.